Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and inspected the reservoir, snap-cap, and septum for anomalies. None were found. Tested the reservoir for occlusions, and none were found.

Event description:
It was reported that the customer received no delivery alarms on her insulin pump. Customer's blood glucose was 197 mg/dl. During troubleshooting, customer changed out the reservoir and was able to fill the tubing to at least 5.0 units and the pump did not alarm. It was advised that changing the reservoir resolved the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.